Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 20 mg/dl. Customer was treated with rehab. Customer was experienced symptoms like cardiac arrest. Customer did not allege that the insulin pump was over delivering. Customer stated that there was emergency medical service was dispatched. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.